Event description:
An aus device was implanted on 7/29/80. The cuff was revised on 1/13/81, 7/6/83, and 9/17/90. The entire device was removed from the pt on 5/20/97 due to erosion at cuff site. A balloon and pump were implanted and plugged.